Event description:
It was reported the procedure was performed to treat the left posterior tibial artery with moderate stenosis. An armada 35 7mm/60mm was advanced to the target lesion without issue; however, on the first inflation, the balloon ruptured at 6 atmospheres. Therefore, the device was removed and replaced. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.